Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred 16-17 years ago. The products were not returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported polyethylene wear without the products to examine; however, polyethylene wear after approximately sixteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear.